Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident leak remains unknown.

Event description:
During the procedure, a leak was noted at the level of the non-return valve of the sheath which generated a continuous flow of blood and physiological serum. Another sheath was used to complete the procedure with no consequences to the patient.